Manufacturer narrative:
This is a report of use error where the patient failed to follow therapy steps and disconnected the patient line from the transfer set during peritoneal dialysis therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient closed the roller clamp and disconnected the transfer set from the patient line. This event occurred during drain seven of seven. The peritoneal dialysis registered nurse stated that there was nothing wrong with the supplies but that the patient was just confused, thought therapy was over and disconnected. The peritoneal dialysis registered nurse replaced the patient¿s transfer set as a routine precaution. There was no patient injury or medical intervention associated with this event. No additional information is available.